Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a defect in the dr board (printed circuit board). In addition, the video connector socket was not securing any paddles during the evaluation. All of the paddles were found loose and disconnected when slightly moved, resulting in image noise or loss of image.

Event description:
The user facility reported to olympus that no image was produced when using the olympus cv-190 with olympus series 190 scopes. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the failure of the endoscopic image to appear was burnout of the positive power supply of the operational amplifier on the dr board. Failure of the endoscope connector lock mechanism was likely due to user handling. As a stated in the instructions for use, to prevent damage to the endoscope connector lock mechanism, "when a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the video scope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down."